Manufacturer narrative:
One device in good condition was returned for evaluation. Functional and visual inspection were performed. Functional inspection confirmed the reported problem. The root cause was the frequency module. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had inaccurate readings when tested with a flow analyzer. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: 28-jun-2024.